Manufacturer narrative:
Lierature citation: t. Ogawa, h. Matsuzaki and y. Tokuhashi "outcome of metastatic spinal tumor with pathological vertebral fracture after balloon kyphoplasty". Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported in an abstract that total of five patients (male:3, female:2, mean age: 53.6 years old (46-62)) underwent bkp from 2011 jan to 2015 oct. As post-op complications, 1 intra-spinal canal cement leakage (no worsening from neurological observation) were observed.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.